Event description:
It was reported the pt experienced difficulty walking after going through the airport while traveling. The pt did not have the hand-held programmer with him. The pt did not know if the device was on or off. The MFR reviewed the basic functionality of using a magnet to turn the device on or off. The pt was instructed to contact their hcp. Additional info has ben requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional info is received. Refer to medwatch report # 3004209178-2008-00720.

Manufacturer narrative:
.